Manufacturer narrative:
The insulin pump had grinding noise during testing due to faulty motor. No bolus anomaly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of a bolus anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that noise is hearable during delivery of bolus. The customer stated that no alarm occurred. The customer stated that the pump was not dropped or bumped.